Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022. D6: explant date: (B)(6) 2022.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was not holding a charge. The patient's ipg was explanted. No further information has been obtained despite good faith efforts.